Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a faulty transducer to philips healthcare. The transducer part number and application was not specified. There was no reported pt involvement and/or impact.